Event description:
The customer stated that, her meter was reading higher than her dr's meter. While troubleshooting, she performed 2 normal control tests and rec'd results of 188 and 168 mg/dl. The normal control range is 91-125 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement strips will be sent.